Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found. It was noted that the grommet was damaged during the implant procedure.

Event description:
It was reported that during the implant procedure, an oversensing occured at the time of the provocation test, physician checked the connector on the ICD and confirmed blood ingression in a cavity. The device was not implanted. No patient complications have been reported as a result of this event.